Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.